Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Company representative reported "teenager (B)(6) type 1 diabetes was self injecting insulin. When she went to pull the pen needle out of her stomach, the needle head came out of the hub and remained in her stomach. Needle had to be removed surgically at a local emergency department".